Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis of: degenerative disc disease l4-5 and l5-s1. L4-5 stenosis; l4-5 and l5-s1 facet arthropathy. Left lower extremity radiculopathy; lumbar curve; intractable back and lower extremity pain. The patient underwent following procedures: left sided tlif at l4-5 and l5-s1. Placement of interbody device at l4-5 and l5-s1. Posterior segmental fixation with bilateral percutaneous pedicle screws at l4, l5, s1. Posterior spinal fusion l4-5 and l5-s1. Per op notes, "...pedicle screws were inserted on the right side. Sextant rod was also inserted... The l4, l5, and s1 set screws were engaged and l5 was tightened... An approximately sized interbody device was selected. Local autologous bone was packed anteriorly in the disc space followed by a pledget of bmp. The interbody device itself was then inserted which had been filled with bmp along with some more local bone autograft..." It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.